Manufacturer narrative:
Zoll has not yet received the zoll platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during the shift check, customer reported autopulse platform (sn (B)(4)) did not function as intended, the platform does not retract the lifeband and makes noise. There was no report of patient involvement.

Manufacturer narrative:
The report of the platform does not retract the lifeband and makes noise was confirmed through evaluation of the autopulse platform (sn (B)(4)). Functional testing of the platform revealed a user advisory (ua) 17 (max motor on time exceeded during active operation) error message on the user control panel during initial power up and during archive data review; the root cause was attributed to a defective drive train motor. During visual inspection, the short black cover was found damaged, a battery latch lock and screw were missing, which is unrelated to the reported complaint. Upon replacement of the damaged components, the platform was functionally tested and performed continuous compressions without issue and met all required specifications. The autopulse platform is a reusable device and was manufactured in 2011 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. Based on the manufactured date the platform has also exceeded its expected service life of 5 years. Review of the archive data review indicated multiple error message (ua) 17 on the reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no previous complaints for autopulse sn (B)(4).